Event description:
It was reported that the lower portion of a virage screw head fractured one month post-op. The doctor monitored the condition for one year without intervention. The surgical outcome was favorable: fusion was achieved, the patient is asymptomatic, and a revision surgery is not planned.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, as it remains implanted. However, the provided x-ray imaging shows that the screw has fractured at the lower housing. Root cause: this event could be attributed to incorrect processes during the manufacturing process, as discussed in an internal CAPA that was opened to address this issue. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the lower portion of a virage screw head fractured one month post-op. The doctor monitored the condition for one year without intervention. The surgical outcome was favorable: fusion was achieved, the patient is asymptomatic, and a revision surgery is not planned.

Manufacturer narrative:
D4: UDI number: (B)(4). H4: manufacture date: 3-jun-2021 or 10-dec-2021. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.